Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device failed without abuse. No patient consequence. The product will be returned.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: avoid accidental contact with other instruments during use.